Manufacturer narrative:
Complaint conclusion: during stenting to the superficial femoral artery (sfa), it was reported that the operator did pre dilation and was going to use the smart flex (6x120), however, the wire (terumo .035¿) could not be inserted into the stent guide wire lumen. While he kept trying to push the wire into the stent lumen, stent itself was slowly opened. The user quit pushing it and used another same like product (6x150) to treat the sfa. There was no patient injury. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered flushing the sds (stent delivery system). The sds was not obstructed with particles that can be injected into the patient. The product was returned for analysis. One non-sterile smart flex 6x120mm vas, 120cm sds catheter was returned. No original packaging was returned for analysis. The valve of the stent delivery system was partially open. Per visual analysis, the unit¿s stent was received 8 mm pre deployed. Usable length of unit was 120.5 cm. Measured. A kink was observed at 16.2 cm from distal. No other damages could be observed. A device history record (DHR) review of finished good lot 34198 revealed no anomalies or non-conformances associated with the reported event. Per functional analysis a lab sample syringe filled with water was attached to the valve of the returned smart flex catheter and successfully flushed. Neither resistance nor loosen material/ matter was observed during flushing procedure. Then, as indicated, a terumo and a cordis .035¿ guide wires lab samples were passed through the catheter in spite of kink found. No obstruction was encountered. However, slight resistance was felt/ experienced during the terumo guide wire lab sample insertion due to the kink found. The event reported by the customer as ¿stent delivery system (sds) - deployment difficulty-premature deployment (peripheral)¿ was confirmed due to the unit¿s stent pre deployed condition as returned. The stent probably prematurely deployed due to the stent delivery system valve partially open condition as found. However, the event reported by the customer as ¿inner shaft-obstructed¿ was not confirmed since guide wire insertion / withdrawal functional analysis was successfully performed. Procedural factors and/ or handling process may have contributed to the event as reported. According to the instructions for use, the user should, if the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the tuohy borst valve on the handle is tightened on the pusher tube. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub attached to the pusher tube, until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube cannot be flushed do not use the device. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). Concomitant products: pre-dilation balloon (unknown), guidewire (terumo 035). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During stenting to the superficial femoral artery (sfa), it was reported that the operator did pre dilation and was going to use the smart flex (6x120), however, the wire (terumo 035) could not be inserted into the stent guide wire lumen. While he kept trying to push the wire into the stent lumen, stent itself was slowly opened. The user quit pushing it and used another same like product (6x150) to treat the sfa. There was no patient injury. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. There was no difficulty encountered flushing the sds. The sds was not obstructed with particles that can be injected into the patient. The product will be returned for analysis.